Event description:
It was reported that high impedance was detected on the patient's generator after a botox treatment. Two weeks prior the impedance was within normal limits. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.